Event description:
Per the clinic, the patient experienced edema, erythema and swelling around the implant site and developed skin flap infection. Subsequently, fluid aspiration from the swollen site was done (specific date not reported). The patient was treated with IV antibiotics (specific date and duration not reported); however, the issue could not be resolved and resulting in the decision to explant the device. Eventually, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.